Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the svc coil impedance on the right ventricular (rv) lead was noted to be high. The status of the lead is unknown. No patient complications have been reported as a result of this event.